Event description:
N/a.

Manufacturer narrative:
Additional point of contact: (B)(6). Repair call was canceled by dispatch. Customer called the biomed and he stated that the helium tank was empty, and he replaced it and the gage worked fine so all it was an operator error. Equipment passed all functional test and cleared for customer use. H3 other text : call was canceled by dispatch.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's gage is not working. There was no patient involvement reported.